Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This ccm was in for repair on MDR #1828100-2014-00478 for the same issue. The field service representative (fsr) tried to boot-up to the service screen but the ccm would not do anything, the cursor was stuck to the right. The fsr powered the ccm down and ordered a replacement.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen froze up and the cursor was stuck on the right. As a result, an alternate perfusion system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.